Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No rewind anomaly noted. Device primed properly. Device was monitored and no missing segments/partial display noted during the testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No power loss alarm, unexpected battery power loss or replace battery alert/replace battery now alarm noted during testing or in the device trace download. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic that the insulin pump was not working, screen was not ramping up. The insulin pump was stuck at insulin 0.6 unit. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.